Event description:
The ge oec 9800 fluoroscopy system reportedly lost images.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found issue with the hard drive that was removed and replaced. The sys was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.